Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
Date of event: date estimated. UDI number is not available due to the part and lot number was not provided. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record and a review of the complaint history could not be performed as this complaint was reported through a research article and specific patient and case information is not available. Based on the limited available information, a definite cause for the reported single leaflet device attachment/slda cannot be determined. The reported foreign body in patient was due to the detached clip left behind in the anatomy, therefore, appears to be due to procedural circumstances. However, based on the limited specific patient/case information; this cannot be conclusively determined. The reported patient effect of foreign body in patient is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Estimated date. Exemption number e2019001. The device will not be returned. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report single leaflet device attachment/slda), clip detachment, and foreign body in patient. It was reported through a research article identifying a mitraclip that may be related to the following: single leaflet device attachment/slda and clip detachment, and foreign body in patient. Specific patient information is documented as unknown. Details are listed in the attached article, titled "retrieval of a mitraclip from the left atrium using a two-snare technique: case report and review of the literature." No additional information was provided.